Manufacturer narrative:
The returned handle light was dim upon arrival but after investigation and hand tightening the lamp cartridge a quarter turn the handle illuminated properly. The lamp cartridge is to be removed during sterilization and if not fully threaded back into position the lighting will be affected. The handle functions as intended.

Event description:
The customer alleges that "handle did not light." No other details were provided and no patient injury/harm reported.